Event description:
On study performed in 2007, a deep vein thrombosis was detected in the left great saphenous vein. There was slight extension into the common femoral vein. Patient was prescribed lovenox and coumadin, and will remain on anticoagulation therapy for the next (3) months.

Manufacturer narrative:
No malfunction was reported. The product was not returned. Add'l training was provided by territory sales manager. Procedural technique was amended successfully.